Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of migration an d pain was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that patient experienced pain when the ams700 inflatable penile prosthesis (ipp) was full. The physician identified the ipp reservoir had migrated. The ipp reservoir was explanted and a 65m ipp reservoir was repositioned and implanted.

Event description:
It was reported that patient experienced pain when the ams700 inflatable penile prosthesis (ipp) was full. The physician identified the ipp reservoir had migrated. The ipp reservoir was explanted and a 65m ipp reservoir was repositioned and implanted.